Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a previous bladder infection in (B)(6) 2015. The patient's first battery depleted due to normal battery depletion and they developed a bladder infection after depletion, but before new implant. The patient took antibiotics 3 times, which resolved the infection. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.